Event description:
It was reported that "during an elective cholecystectomy procedure, the memobag 800 ml extraction bag ruptured in the abdominal cavity. An enlargement of the parietal and skin incision is necessary in order to perform an abdominal exploration to search for stones. (45-minute increase in operating time)." Multiple attempts for additional information have been requested from the complainant have been unsuccessful at the time of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "during an elective cholecystectomy procedure, the memobag 800 ml extraction bag ruptured in the abdominal cavity. An enlargement of the parietal and skin incision is necessary in order to perform an abdominal exploration to search for stones. (45-minute increase in operating time)." Multiple attempts for additional information have been requested from the complainant have been unsuccessful at the time of this report.